Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during the implant procedure there was noise on the right atrial (ra) lead. The noise was not able to be eliminated when running the analyzer. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.